Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump¿s audio tones were not functioning. It was reported the pump¿s vibratory alarm was functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:the pump¿s audible alert function was found to be nonfunctioning. The audible alert functioned properly after the pump was opened and the audible alert circuit contacts were realigned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.